Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07212. It was reported the patient suffered a cerebral spinal fluid leak after the new leads were implanted. The patient was treated with a blood patch.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-07212 . The patient did not report experiencing any symptoms.